Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was switching off on its own. Their session report indicated their ins was not on all day and the patient insisted they had not turned if off. The patient was a bit fumbly with the patient programmer, but insisted they had not touched the gray "off" button. They had been in the hospital for the last week and the ins had turned itself off during this time. It was noted there was no power on reset (por) displayed. Additional information was received from the rep indicating the hospitalization was not related to the device, therapy, or implant procedure. It was unable to be determined why the dbs was being turned off. There have not been any more reports of the ins being off.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.